Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the telescope has a broken connection at the camera head. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The subject device was returned and evaluated where the reported event was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction can likely be attributed to improper handling and excessive force applied to the scope, such as from a fall, shock, or similar stress, in combination with wear and tear. Olympus will continue to monitor field performance for this device.